Event description:
On (B)(6) 2026, a patient underwent pulmonary embolism (pe) thrombectomy using inari devices. During the procedure, the patient¿s left side was cleared with four aspirations. The team then proceeded to the patient¿s right pulmonary artery. The triever24 was positioned at the level of the right ventricle outflow tract (rvot) while the wire was located in the patient¿s right pulmonary artery. Some resistance was encountered during catheter advancement. Both the catheter and guidewire were then abruptly advanced from their prior positions. Immediately following the advancement, the patient¿s blood pressure acutely dropped. Imaging then revealed a large pericardial tamponade. A pericardiocentesis kit was prepared while cardiopulmonary resuscitation was initiated. During resuscitation efforts, the patient was intubated and eventually returned to sinus rhythm. The procedure was aborted and the patient was transferred to the operating room where a perforation of the right ventricle was identified. An open thrombectomy was then performed.

Manufacturer narrative:
The case was reviewed by stryker-pv medical affairs and it was determined the patient's cardiac injury was likely the result of a catheter perforation. The manufacturing records for the reported lot were reviewed and there were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device instructions for use include the following warning; avoid using excessive force to advance or retract the flowtriever catheter or triever24 against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation. Vessel dissection/perforation is listed as a potential complaint/adverse event in the device labelling.